Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products, and dietary supplements during a pandemic," (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article 1 was identified in which 2 patients experienced cardiac tamponade in pulmonary vein isolation procedures where the nrg transseptal needles was used among other devices including 8-fr long sheath (sl0, af division, sjm, minneapolis, mn, USA), 3-d mapping system (carto3, biosense webster) and 3.5-mm externally irrigated-tip ablation catheter (thermocool or smarttouch, biosense webster). There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. 1 yamaguchi m, miyazaki s, kajiyama t, et al. Pulmonary vein isolation in patients with a left common pulmonary vein: comparison between second-generation cryoballoon, and radiofrequency ablation. Journal of cardiology 73 (2019) 292-298.